Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: complaints due to blackouts and forceps channel resistance. Couldn't get any information on what was wrong. Based on the content of the complaint, there is a possibility of deformation of the forceps conduit and disconnection of the ccd cable.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope eb-1575k. In the event reported, it was stated that there was resistance primary biopsy channel and no video image. The event timing is in the procedure room during use. There was no adverse event reported with this complaint. Pentax medical issued (B)(4) for the device to be returned for further evaluation. The device is currently pending return. No other information provided with this complaint.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.